Manufacturer narrative:
The report that the device was revised due to ¿eri¿ was confirmed. Analysis and longevity calculation found the device had declared eri, and the battery depletion, due to usage, was normal.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient received the elective replacement indictor (eri) message. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue.